Event description:
It was reported the customer had repeated battery out limit alarms on their insulin pump. Customer also stated their battery would be hot upon removal from the insulin pump. The customer's blood glucose was unknown. Customer was advised to disconnect form the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.